Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an elective replacement indicator on february 25 and is now (3/16/00) not pacing. The patient reported not feeling well and had 'passed out' two weeks prior to the event date. The device was explanted on 3/17/00 and replaced without incident.